Manufacturer narrative:
A product investigation is in progress.

Event description:
Applicator plunger stuck in vagina [foreign body in reproductive tract]. The pushing part of the applicator has gotten stuck into the insert part that goes inside / pushing part gets stuck on the cotton and goes inside with the cotton, does not come back out with the insert portion of the applicator [device breakage]. Case description: consumer contacted via e-mail and stated that the pushing part of the applicator had gotten stuck into the insert part that goes inside; the pushing part got stuck on the cotton and went inside with the cotton. It did not come back out with the insert portion of the applicator. No serious injury was reported.

Manufacturer narrative:
15-jul-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Applicator plunger stuck in vagina [foreign body in reproductive tract] the pushing part of the applicator has gotten stuck into the insert part that goes inside/pushing part gets stuck on the cotton and goes inside with the cotton, does not come back out with the insert portion of the applicator [device breakage]. Case description: consumer contacted via e-mail and stated that the pushing part of the applicator had gotten stuck into the insert part that goes inside; the pushing part got stuck on the cotton and went inside with the cotton. It did not come back out with the insert portion of the applicator. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer contacted via e-mail and stated that the pushing part of the applicator had gotten stuck into the insert part that goes inside; the pushing part got stuck on the cotton and went inside with the cotton. It did not come back out with the insert portion of the applicator. No injury was reported.